Event description:
Boston scientific provided the following information: patient was short of breath with weakness and pre-syncope. Noise was seen on the ra lead as well as no capture. Further investigation revealed a gradual rise in ra lead impedance over the past few months as well as intermittent capture on the rv lead. This lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.